Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker was returned one month later with a portion of the lead connected to the device header. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should pertinent additional information become available this report will be updated.

Event description:
It was reported that this pacemaker and right atrial (ra) lead exhibited low out of range pacing impedance measurements less than 200 ohms and high threshold measurements one day post implant resulting in suspension of the ra automatic threshold test feature. It was noted that the patient was in an atrial arrhythmia at the time the threshold test was attempted. Programming options were discussed for optimization. This product remains implanted and in service. No adverse patient effects were reported.